Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the patient was hospitalized in 2006 and underwent a prolapssectomy according to the longo technique the following day. The night after the surgery was performed, the patient started bleeding. A CT scan revealed a voluminous rectal hematoma reaching the sigma. This caused the patient to be seriously anemized. Numerous blood and plasma transfusions were thus necessary. After many transfusions, two days later, the hematoma broke and the surgeon performed a laparotomy and a temporary colostomy. The patient was discharged eleven days later, and less than two months later, the patient was hospitalized again to close the colostomy and discharged eight days later. The patient showed a good canalization and continence and did not have any urinary nor sexual disturbs.